Event description:
Patient reported the aligners ruined their bite, their teeth will not close properly. One side of their teeth is significantly longer that the other side. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.